Event description:
The customer obtained non-reproducible falsely elevated vitros trop I es results on multiple patients' samples while using the vitros eciq analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original results were reported to the clinician, and corrected reports were later issued. There was no allegation of harm to patients as a result of these events. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the higher than expected trop I es results occurred while using the vitros eciq analyzer. An ocd fe found that repairs to the reagent metering, sample metering, and incubator subsystems were necessary to return the instrument to expected operation. The investigation also confirmed that the samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined. Repairs have returned the instrument to expected operation, however, pre-analytical sample processing cannot be ruled out as a contributing factor.